Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. No fog was noted during testing. The insulin pump had moisture damage on the display board.

Event description:
Customer reported a button error on his insulin pump. He stated last night there appeared to be some fog around the display screen when he was trying to give a bolus delivery. The keypad was unresponsive. Customer replaced the battery and the device alarmed failed battery test. Customer replaced the battery again and the device alarmed button error. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.